Event description:
It was reported that during implant of the intraocular lens, the doctor was unable to unfold the haptic once the lens was inserted into the patient's eye. No complications were reported. The lens was removed and a new lens implanted during the same procedure. The case was completed successfully. No further information was provided.

Manufacturer narrative:
A manufacturing record review was conducted and showed that the production order was manufactured according to specifications. The intraocular lens (iol) was returned to our manufacturing facility for inspection. A visual inspection at (B)(4) microscope magnification revealed some particles on the optic surface compatible with handling the lens during the implant and explant process. The lens had one (1) broken haptic which may have been related to the explant process. The lens was received in a condition which prohibited any further testing.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.